Manufacturer narrative:
MFR's report date 7/14/98. File# 2-98-53. The pump was not returned to the MFR, however, a technician was sent to the user facility & confirmed a broken camlock. In adddition photographs were taken to verify the report. It was noted that the pump had extensive contamination of solution spillage in the anchor bracket roller area. The anchor bracket roller was contamination to the point were it to longer moved freely. This can lead to difficulty in operating the door handle & camlock. There was also tape residue on the door as well as on top of the pump's front case. The root cause of the reported overinfusion was determined to be a broken camlock. The user facility has been informed to refer to the technical service manual for recommended cleaning procedures & an annual mechanical inspection that states; "ensure the pumping chamber access doors fit flush with the case at the top, bottom & sides"; "check the door handle/camlocks for ease of operation & flush fit when latched." In addition, it is recommended that the camlock be replaced with an improved assembly that features a stronger hook to resist damage, in combination with a weaker magnet to enhance the sensitivity of the open door alarm.